Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation summary: it was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. No additional information regarding this event was able to be provided. The complaint cannot be confirmed. It was reported that the insertion was off axis, which can cause the anchor tip to break. However, a specific root cause cannot be conclusively determined for this event. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Depuy synthes has been informed that the product code and lot number are not available. The product code is unknown; therefore, the FDA pro code is unknown.

Event description:
Information received via the post market clinical follow up healix survey. The doctor reported if off angle when placing the anchor, the tip can break. Per information provided on 3-21-2018 by marketing, the doctor stated he has no further information on event dates or product codes/lot numbers.